Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: rising rv lead impedance was reported. A kink of the lead was observed via x-ray. The lead was cut and capped.